Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not properly secure the pt's venous needle for treatment. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The pt's venous needle was not secured properly and dislodged during a routine hemodialysis treatment, resulting in an estimated blood loss of 50cc. The operator was able to complete treatment and perform rinseback. No medical intervention was required.